Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.(B)(4)

Event description:
Allegedly neck fractured.